Event description:
Customer reported a minimum fill notification with an o-ring stuck on the pneumatic tap and missing from the cartridge they attempted to load onto the pump. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer was instructed by technical support to remove the o-ring and load a new cartridge but chose to proceed without further assistance and indicated they would follow up if further issues arose. No additional troubleshooting was required.